Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced on (B)(6) 2021 to address the issue.

Event description:
It was reported the patient did not recharge the ipg as recommended by the manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient may undergo surgical intervention to address the issue.